Event description:
It was reported that a dissection occurred. The target lesion was located left anterior descending artery (lad). A 3.00 x 38 mm promus elite was first deployed in the left circumflex (lcx). A 2.75 x 38 mm promus elite was then deployed in the lad and post-dilated. A proximal edge, flow-limiting, mid lad dissection was noted and covered with a 3.00 x 16 mm promus elite. The procedure was completed successfully and the patient fully recovered and was stable.